Event description:
Potential for injury associated with a tdxspree-cg power chair caster staying in an elevated position. This event could cause the chair to be unstable and tip over, causing injury to the user or (B)(4).